Manufacturer narrative:
Per tandem's user guide: your t:slim x2 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer¿s pump had gotten wet and now " the pump is failing". Tandem technical support has reviewed t:connect logs and determined that pump is functioning as intended. Additionally, tandem technical support was going to advise the customer that the pumps are water resistant for up to 3 feet for 30 minutes. The customer has discontinued using the pump and reverted to manual insulin injects for insulin therapy. The customer declined to provide additional information regarding the issue. A replacement pump was sent to customer.